Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient presented to surgeon complaining of pain. Revision hip surgery was completed to determine cause of pain. Cables were removed from femur bone graft and cerclage wire was applied.

Manufacturer narrative:
The provided lot was deemed invalid an event regarding patient pain involving a dall miles cable was reported. The event was not confirmed. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as correct device lot details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient presented to surgeon complaining of pain. Revision hip surgery was completed to determine cause of pain. Cables were removed from femur bone graft and cerclage wire was applied.